Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was observed that based on programming, the device inappropriately diagnosed ventricular tachycardia (vt) as supraventricular tachycardia (svt) which resulted in inappropriate therapy delivered to the patient. The patient was stable will continue to be monitored with remote monitoring and pharmaceutical therapy.